Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from (B)(6)2018 to (B)(6)2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200262366 for missing part for the q6 which does not correlate to the customer reported issue.

Event description:
It was reported that the device will not turn on. There was no patient involvement.